Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced lead migration. The physician explanted the two leads and implanted a paddle lead. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4). Description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient experienced lead migration. The physician explanted the two leads and implanted a paddle lead. The patient was doing well post-operatively.